Event description:
A customer reported observing biased total b-hcg results on several pt samples. The results were reported to the physician. Corrected reports were issued after retesting. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.